Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device is combination product.

Event description:
It was reported that stent damage occurred post- deployment. The target lesion was located in right coronary artery (rca). Four stents were successfully implanted. A 3.5 x 48 mm synergy was implanted in the medial right coronary artery (mrca), a 4 x 16 mm synergy was implanted in the proximal part, 3 x 32 mm non-bsc stent was implanted in the distal part and 2.5 x 38m synergy was implanted in the posterior lateral artery (pla). The physician tried to deliver a fifth stent 2.5 x 38 mm synergy; however, while the physician tried to pull back the stent, the previously implanted 3.5x48mm stent became damaged. The procedure was completed using non- bsc balloons to crush the stent struts against the vessel wall. No patient complications were reported.